Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a failed battery test alarm on the insulin pump. Customer's blood glucose was 89 mg/dl. The customer reported their battery was low and they replaced the battery with an old battery. Troubleshooting was not completed as the customer inserted a new battery and had full battery life. The insulin pump will not be returned for analysis.